Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator replacement procedure. The physician noticed the right atrial lead exhibited noise. Programming changes were made and it was determined the patient will be monitored. The patient was in stable condition.